Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to urethral erosion through meatus discovered during routine follow up. Device was removed did not replace with any other implant due to urethral injuries noticed on both sides. Patient is expected to fully recover.